Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information - the patient's status was reported as "good." There was a two (2) minute surgical delay noted, however the procedure was successfully completed.

Manufacturer narrative:
(B)(6). Additional product code ¿ htw. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review - release to warehouse date: 09apr2015. Supplier: (B)(4), packaged by: synthes: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while drilling the proximal dynamic locking screw hole for a lateral entry femoral nail, the drill bit made a noise sounding like it was hitting a nail. Upon withdrawal of the drill bit, some shards of metal were evident on a fluoroscopy. Inspection of the drill bit revealed a small piece of the tip had broken off and a portion of the flute had sheared off. The surgeon briefly attempted to retrieve the metal and then abandoned the attempt. The metal remained in the patient. This is report 1 of 1 for (B)(4).